Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and has been revised to a malfunction. Additional information received: the decision to convert the procedure was not related to the staple device. We had to do it because of the difficulties in the total mesorectal excision preparation.

Event description:
It was reported that during a low anterior resection procedure, they were on the fifth fire when the blade did not move to the end of the instruments tip. The reverse button worked perfectly. They changed to a competitor¿s device, and had to convert to open surgery.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: was the conversion to an open procedure only caused by the difficulties with the device? No. Or were there other circumstances, patient conditions or surgeon¿s preferences that may have caused this? Yes. What about the staple line? Was it complete or were there any issues? Incomplete. On what tissue type was the device used? At what location on the tissue? Colon, sigma. Was it used on thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Probably. Was the cartridge correct inserted, did they hear the ¿click¿? Cannot say. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The following information was requested, but unavailable: what is meant when stated ¿the blade did not move to the end of the instrument¿? How far did the blade move? Was the staple and cut line equal distance? What was the reason for the convert to open? Why did they change to a competitor¿s device?